Manufacturer narrative:
Evaluation: results: the complaint for "invalid impedance" was confirmed. As received, the returned octrode lead had a kink with almost all wires broken. This is consistent with an overstress condition that the lead was subjected to while implants. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) underwent a surgical procedure with the intent of relocating the ipg. However, intraoperative testing found impedance issues for all lead contacts. Instead of relocating the ipg, the physician completed the procedure by explanting and replacing the pt's lead. Effective stimulation was recaptured for the pt following the procedure and no further impedance issues were noted.